Manufacturer narrative:
Date of initial report: 5/15/2007.

Event description:
Procedure: lap cholecystectomy. Pt sex: unk. Reportedly, the surgeon was having a difficult procedure and had to enlarge the cystic duct to remove large stones. Then when trying to use clips to close the cystic duct they were not large enough for the vessel. So the surgeon tried to close the cystic duct with the stapler; however, when fired the staples did not form properly. Ultimately, the procedure was converted to an open procedure.